Event description:
It was reported that during a lap chole procedure, the device was giving trouble in surgery. There was no adverse patient consequence.

Manufacturer narrative:
Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The complaint has been confirmed. The printed circuit (pcb) board was replaced to correct the issue. The unit passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.